Event description:
The customer reported to olympus that the evis exera ii ultrasound gastrovideoscope experienced a image problems. The issue was observed during preparation for use. There were no reports of patient harm or impact associated with this event. Subsequently the device was returned for evaluation, and it was discovered that there was a gap of adhesive on the distal end. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation. The customers allegation of the image issue was not confirmed. The ultrasound image returned to normal after cleaning the contacts from the connector. It was also discovered, that there was a gap of adhesive on the distal end. Stain entered inside the lens through the gap. There was a gap between acoustic lens and ultrasound probe. Additionally, the following findings were identified and are as follows: (a.) Due to damage on up/down (u/d) knob, lock engagement lever (fe-lever) rotated concurrently, (b.) The nut was loose, (c.) Due to damage on the ultrasonic probe, displayed ultrasound image was defective with missing elements, (d.) The acoustic lens was damaged, (e.) The light guide lens had a chip, (f.) Adhesive around the light guide lens had a chip, (g.) Adhesive around the light guide lens had wear, (h.) Adhesive on the bending section cover had wear, (I.) And due to wear of the angle wire, bending angle in the left direction did not meet the standard value. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was attributed due to stress of repeated use, external factors, or handling. The root cause of this event was unable to be identified. This issue is addressed in the instructions for use (IFU): never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result. Olympus will continue to monitor field performance for this device.